Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2021 and (B)(6) 2021. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case completed. There was no patient injury.